Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 20131222, expiration date 05/31/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.

Event description:
Caller tested 1.5 inr on coaguchek xs system 1 and 2.2 inr on coaguchek xs system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.